Manufacturer narrative:
Reported complaint of "unable to clear ua12 (lifeband not present) upon power up" was not verified, however, archive files indicated that the error had occurred. Customer may have experienced the reported problem because of not completely inserting the belt clip from the lifeband assembly into the spool shaft, i.e., not making sure it snaps into place and clip lock secures it into shaft. The channel shaft was found to be defective and replaced, which may have contributed to the reported event. No adverse event reported.

Event description:
Customer reported: "unable to clear ua12 upon power up. Lifeband is connected." No adverse event reported.